Event description:
It was reported that the patient had a staph infection in the past. The location of the infection and date of onset were not specified. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional info: the patient had 15 back operations and he got a staph infection with the ¿last 10 or 12 of them.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).